Manufacturer narrative:
Batch review performed on 13-dec-2024: lot 2302829: (B)(4) items manufactured and released on 13-04-2023. Expiration date: 2028-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary anaylsis performed by r&d project manager: looking the received photo, the liner still has the femoral ball head engaged inside and appears without any particular signs or defect. From the received information and image, it is not possible to determine the root cause of the event. Additional implant involved: batch review performed on 13-dec-2024 on ball heads: cocr 01.25.123 cocr ball head 12/14 ø 22 size m 0 (k080885) lot. 2405012. Lot 2405012: (B)(4) items manufactured and released on 10-06-2024. Expiration date: 2029-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Almost one month after primary the patient developed an infection. A washout was performed and liner and head were revisioned. Surgery was completed successfully.